Event description:
It was reported that a 71-year old caucasian female patient underwent primary breast augmentation with two 550cc mentor memorygel breast implants and experienced breast implant rupture on the right side complicated by inflammation, fluid collection around the right implant, and granuloma formation in the right axilla region and confirmed by mammogram and ultrasound. The fluid was aspirated and sent for cytology, the findings were corelated to inflammation reaction and negative for cd 30. It was also reported that the patient developed a red rash on the upper pole of the right breast and capsular contracture in both breasts (baker grade iii in the left breast, and IV in the right breast). As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 590cc mentor memorygel boost breast implant catalog: smpb590 lot: 9698840 sn: (B)(4) and (left) 590cc mentor memorygel boost breast implant catalog: smpb590 lot: 9772743 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, granuloma, capsular contracture, local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2022, the mentor failure analysis lab received the device for evaluation. On november 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 550cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.